Event description:
It was reported that a merlin.net transmission revealed noise on the right ventricular lead. The lead remained implanted; no patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.